Event description:
During a ptcra procedure, the wire fractured. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad. The physician experienced difficulty advancing the guide catheter in the lad. It was also reported that the tip of guide catheter was unstable. The physician exchanged the wire after ablation of the proximal to mid lad. During removal of the wire, it was noted that the wire had fractured. The fractured wire was removed with a snare. No patient injuries or complications were reported.